Event description:
It was reported, that this implantable cardioverter defibrillator system exhibited a sudden increase in right atrial (ra) pacing impedance measurements. The patient was checked in person. Noisy signals and intermittent oversensing were noted, with movement. The ra lead is a non-boston scientific device that's been implanted for over (B)(6) years. The treating physician elected to continue monitoring the patient remotely. ICD replacement, due to normal battery depletion will be performed in the next few months. The physician will revisit the issue at that time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).